Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/26/2017. Device evaluation summary: a visual examination was performed on the received balloon that was noted to be discolored, the shell was dark blue in appearance. White particles were noted on the outer surface of the shell. As the device was not received with a fill tube, a sample fill tube was used for further device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and noted the balloon was leaking from an opening on the radius of the shell. The opening was approximately 1/10 of an inch in length. The opening was noted to be striated, and consistent with damage from device removal activities. No particles or foreign material was observed in the valve channel/hole.

Manufacturer narrative:
Medwatch sent to FDA on 02/21/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement. Warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly.

Event description:
Reported as: a patient with the orbera intragastric balloon complaint "lack of satiety. It was confirmed by endoscopy that the balloon was with 400 ml (initial filling solution 610 ml) and partially empty." Device was removed.